Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 month from primary the surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 february 2023: lot 1906085: (B)(4) items manufactured and released on 03-sept-2019. Expiration date: 2024-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional components invovled: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 2203733: (B)(4) items manufactured and released on 17-jun-2022. Expiration date: 2027-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Gmk-sphere 02.12.0004l femoral component sphere cemented size 4 l (k121416) lot. 2204899: (B)(4) items manufactured and released on 31-may-2022. Expiration date: 2027-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 2216929: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.